Manufacturer narrative:
(B)(4). The dentistinstalled the dental implant after its expiration date. The informationprovided in this report was based on information given by the dentist inneodent¿s products warranty form that was recorded in the system and isused by both the manufacturer and the subsidiary. The original complaintand the product were received by the subsidiary and did not arrive inthe manufacturer yet. When this happens, a new evaluation of thecomplaint will be carried out and, if necessary, a new follow-up reportwill be send.

Event description:
(B)(4)¿ the dentist reported that 1 month and 14 days after the dental implant was installed in intraoral region 4#, its non- osseointegration was observed. Moreover, the patient presented bone type iii.